Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data revealed records indicating sudden drop in voltage resulting in ¿replace battery¿ alarms on (B)(6) 2018 and (B)(6) 2018. The black box data also revealed unexplained power on reset events on (B)(6) 2018. The battery cap returned with the pump for investigation had damaged threads, leading to intermittent power issues when the pump was powered on with the cap in place. An undamaged test battery cap also produced intermittent power issues. The electrical current draws were measured and found to be within specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked and the threads damaged during the investigation. There was evidence of moisture contamination inside the battery compartment and inside the pump affecting the battery canister and the motor circuit component. Leak testing confirmed moisture ingress at the site of the battery compartment crack. A ¿battery life¿ issue was not duplicated as alleged; however, intermittent power was observed due to battery cap and battery compartment damage leading to moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.